Event description:
Customer reports to have received a compromised forced sensor alarm. Customer states drive support cap appeared normal. Customer's blood glucose was 136 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump prime during prime test due to faulty force sensor. Insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, missing end cap sticker, broken belt clip slot and cracked reservoir tube lip.